Event description:
The vent was placed on the pt, in the pressure control mode with a peep of 10, inspiratory pressure level above peep of 10, trigger at -6, with a breath rate of 20, upper pressure limit at 40, it would not deliver a breath, the pt was removed from the vent, the pt was not injured. Upon checking the vent it was discovered that the expiratory pressure zero was at -20, with no gasses connected, when tapping on the unit this valve would fluctuate. The alarm silence switch was changed because it was sticky. The expiratory pressure transducer was replaced, the expiratory zero was checked. Calibrated the unit and performed a final performance check.